Manufacturer narrative:
Pump passed the sleep current measurement, and active current measurement. Pump alarmed pump error during the rewind sequence due to a corroded motor home switch. Unable to perform displacement test due to pump error motor anomaly. Power graph analysis confirmed low battery at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph due to connector resistance. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. No unexpected pump error 25 noted during test or in the formatted history file. Pump received with scratched case, pillowing keypad overlay, fading end cap address label, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error 25 and the insulin pump got stuck on the rewind process. Customer's blood glucose level was 10 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.